Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary interventional procedure a balloon ruptured occurred. Access was gained through the right femoral artery. The lesion was located in the severely calcified and severely tortuous mid right coronary artery. The 3.0x15mm apex monorail balloon catheter was advanced to the target lesion and inflated to 6 atms initially. On the second inflation, the balloon ruptured at 6 atms. The procedure was completed with another device. No patient complications were reported and the patient status is good.